Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 5 years post initial right total knee arthroplasty (tka), a revision was performed. Approximately 4 years following implant, the patient was evaluated by the physician for swelling of the right leg. X-rays found possible tibial and femoral osteolysis and the patient was diagnosed with probable ¿polyethylene disease¿. A computed tomography (CT) scan and gammagraphy were performed for verification and the patient was scheduled for replacement of the proximal tibial replacement (ptr). Tests concluded total right knee prosthesis with severe joint effusion surrounding the component of polyethylene, effusion with infectious or hematologic complication either disease of particles (drain of polyethylene metallosis), mild osteoporosis, or underlying bone loss to the tibial component. The patient presented to the emergency room due to inflammation and ultrasound found intramuscular hematomas in the right leg. The patient presented again to the emergency room with inflammation and ultrasound showed voluminous collections and joint fluid with likely component haematic. The patient had pain in the right lower extremity while pending revision. The patient was diagnosed with ¿optetrak prosthesis particle disease of the right knee¿ and subsequently underwent revision of the knee to competitor products. The patient had abundant bleeding during the revision requiring transfusion of 2 red blood cell concentrates and intraoperative cultures were negative. Following the revision, the patient was seen by a rehabilitation specialist and received treatment.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d8. The following sections were corrected: b2, h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and possible loosening, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.